Event description:
Product was never dispensed to the pt. Verification of base curve of lens resulted in rptr's rejection of the product. Base curve is labeled 8.15. It verifies as 8.20, well beyond tolerance. Corneal health could have been compromised by this poor quality control.